Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went to the emergency department (ed) after becoming unresponsive at home. The patient's system controller had a low battery alarm while connected to the mobile power unit (mpu) the patient proceeded to lose consciousness. It is unknown if the pump ever turned off. The patient's partner changed out the patient's controller to their backup controller, but the patient remained unresponsive. On arrival to the ed, the patient was intubated with map 62, bg 102, a CT was ordered, and no cranial or thoracic bleeds were seen. The patient was posturing to stimulation. The log files were pulled from the old controller and the new in use controller. The new controller showed low flow alarms caused by hypotension related to propofol administration, the moment it was connected to the left ventricular assist device (lvad) driveline. The old controller that possibly malfunctioned seemed to have no history from (B)(6) 2026 even after setting the controller clock to sync with the ipad. The log files were submitted for review. The log files for the old controller (B)(6) captured intermittent low flow events on (B)(6) 2026 with flows fluctuating below the alarm threshold of 2.5 lpm. The log files contained low flow estimates as well as sustained low flow hazard events. On 0(B)(6) 2026, the driveline was disconnected and the pump operated up until then. The log files for the current controller (B)(6) started on (B)(6) 2026 at 21:09:17 with no power to the pump and was stopped. The driveline was disconnected at 21:11:44 and at 21:13:08, the pump started again due to caregiver lvad management error. The log files captured intermittent low flow events on (B)(6) 2026 with flows fluctuating below the alarm threshold of 2.5 lpm during the events; included low flow estimates as well as sustained low flow hazard events. The log files for (B)(6) ended at 22:59:06 with the pump running. The patient was extubated with cognition near baseline function and discharged.